Manufacturer narrative:
Second potential lot number reported on the medwatch but not submitted with initial MDR. Medical device lot #: 4237935. Medical device expiration date: 8/31/2019. Device manufacture date: 8/25/2014. Device evaluation: a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4237935. The q-syte slit measurement data, bottom slit tear rating, bond strength and damaged data shows that the visual and testing passed and were within specification on all the sub-assembly numbers related to this investigation. No quality related issues were observed.

Manufacturer narrative:
(B)(4). Result: a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4091005. Conclusions; as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that in the nicu, IV fluids leaked around a bd q-syte on centrally inserted catheter. The infant required a fluid bolus. Per customer report, the device was possibly cracked.